Manufacturer narrative:
(B)(4). Conclusion and justification status: following investigation, the manufacturers report concludes that the misalignment of the insert within the shell caused point contact which in turn initiated the insert to fracture. No pre existing material defects were indicated. The complaint was found to be unjustified with the root cause being user error. The returned product will be retained in archive for future reference unless the complainant specifically requests its return. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Ceramic liner placed in position hit gently with insert impactor of the correct size, twice. Immediately noticed flakes of ceramic. Removed these, irrigated and had to use a 52 mm x 32 mm insert and head instead. This item was from a loan kit so the hospital does not need a replacement.